Event description:
The customer reported an issue connecting a spyglass, resulting in an intermittent and blurry image during inspection with an olympus video system center. No patient injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.